Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
An asymptomatic patient presented with an increase in thresholds. X-ray revealed lead dislodgement. As such the lead was repositioned.